Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) USA alleging that his onetouch ultra2 meter was reading inaccurately high compared to his feelings and/ or normal results. The complaint was classified based on customer service representative (csr) documentation as well as additional information obtained by the medical surveillance specialist (mss) during a review of the initial call recording. The patient reported that the alleged product issue first started ¿about a week ago¿ when he began to obtain alleged inaccurately high results with the subject meter compared to his feelings and/ or normal results. The patient did not provide specific results. Meter to feelings/ normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages his diabetes with oral medication (¿glimepiride ¿ 2mg¿), diet and/ or exercise and he reported that ¿a couple of days¿ after the start of the alleged product issue he phoned his doctor who advised him to increase his glimepiride dose to ¿6mg¿ and to make an appointment to see her. The patient alleged that this increase in medication caused him to develop the symptoms of ¿very lightheaded and dizzy¿ he also stated that he ¿almost passed out¿ but he denied receiving any treatment for these alleged symptoms beyond his usual routine of diabetes management and care. The patient claimed that at 9am on april 16 he attended his doctor¿s office for an appointment where his blood glucose was tested on both the subject meter and on his doctor¿s meter. The patient reported that his onetouch ultra2 meter gave the alleged inaccurately high result of ¿220 mg/dl¿ compared to a result of ¿152 mg/dl¿ obtained with the doctor¿s meter within 30 minutes. Meter to other meter comparisons do not reasonably suggest a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison has not been made to a calibrated reference method. During troubleshooting the csr verified that the subject meter¿s unit of measure was set correctly at the time of testing. The csr was unable to confirm if the test strips being used by the patient at the time of the alleged product issue were expired as the patient had used all of the test strips and disposed of the vial. However, the test strips that the patient was using at the time of the call had expired. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of medication due to obtained alleged inaccurately high blood glucose results with the subject meter.